Event description:
A malfunction alarm was reported with the associated malfunction code malf 0, which could not be reset. The impact on the customer¿s blood glucose level was not reported. The customer was advised to put the pump into storage mode and return it using a pre-paid label, with a backup insulin pump used in the interim. Multiple follow-up attempts were made, but contact was not established. Ultimately, technical support confirmed that a replacement pump was needed, and arrangements were made to ship a new pump. Customer reverted to an alternate method of insulin therapy.